Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the iol did not insert properly. The lens was explanted in an initial procedure. Additional information received stated that the lens did not insert properly in inserter and it did not fold out correctly.